Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a button error from the insulin pump. The customer stated that he took off the batteries and cap, and set his pump for 24 hours. The customer stated that all of the buttons were not sensitive. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.